Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00620005622, trilogy acetabular shell with cluster holes, lot #61162502; catalog #00630505636, trilogy longevity polyethylene liner, lot #61149083; catalog #00784001220, versys femoral stem, lot #60880118 . Manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to corrosion and instability.

Manufacturer narrative:
No devices were received as these were retained by the hospital; therefore the condition of the components is unknown. An image was provided of the stem; however the condition of the taper could not be verified from this. The device remains implanted. Device history records for the lot codes associated with the head and stem were reviewed. No deviations or anomalies specific to the taper features were noted in the manufacturing process for the reviewed part lot codes. The reported devices are used for treatment. The devices were used in an approved and compatible combination. It is noted that intraoperative radiographs showed good alignment of the components and restoration of leg lengths. Review of the revision operative notes determined that patient had sustained 2 dislocations of the right hip. The CT scan indicated that the right hip had evidence of soft tissue mass in the posterior capsule. Necrotic tissue was noted on incision of the deep fascia. Corrosion was noted on the trunnion on removal of the femoral head. This was cleaned with a knife and brush. As stated by the surgeon the polyethylene was noted to have pitting. Medical notes indicate that the patient dislocated her right hip twice in the past and was relocated non-surgically. It is noted that patient adhered to rehabilitation protocol. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head and stem. With the information provided, a specific cause cannot be determined for the reported issue.